Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 19.1 mmol/l, 10.4 mmol/l, and 5.4 mmol/l within 3 minutes on the performa system. Customer reported strips are stored in the kitchen. No adverse event reported. The alleged product was requested for evaluation.